Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause cannot be determined. If the device and/or additional information is supplied, a supplemental report will be submitted.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved from the patient. There is no report of symptoms due to the event.